Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported that the "crystals in the handpiece were not vibrating and the handpiece was not delivering energy. The timing of event is unknown. Additional information has been requested, but none received to date.

Manufacturer narrative:
Additional information no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The handpiece was manufactured on march 22, 2016. Based on qa assessment, the product met specifications at the time of release. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this handpiece. The root cause cannot be determined conclusively. (B)(4).